Manufacturer narrative:
No unexpected battery out limit alarms were noted. The pump passed the displacement and off no power tests. The pump was received with a blank display due to a severely corroded battery cap contact. The pump was tested with a test battery cap and it powered up properly. The operating currents were within specifications. The pump also had a slightly corroded battery tube, minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 116 mg/dl. The customer stated that the device was not dropped or bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer cannot troubleshoot for battery out limit due to the blank display.